Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noise on the ventricular channel that was oversensed and resulted in a non-sustained episode and pacing inhibition.